Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement. It was reported that the several electrodes were extracochlear, resulting in the decision to explant the device. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).